Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the insulin pump has been alarming no delivery. The customer has done troubleshooting in the past. The customer has not tried different cannula lengths, insulin is not expired or denatured and no bent cannulas were found. He rotates the sites and avoids scar tissue. Samples of different infusion set type would be sent. It was also reported that the insulin pump over delivered insulin. The doctor has to be continuously changing the settings. She stated that the reservoir did not have much insulin in the reservoir so the customer pushed all insulin in and changed the set. When trying to treat again, it said there were 13 units of active insulin which is too much for him. The customer had received a no delivery alarm during the bolus and thought it was only partially delivered. They were assisted on how to review the bolus history. Blood glucose value was 128 mg/dl.